Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had to have their device reprogrammed about a month and a half ago because the wire came out a little bit and the therapy was still not working for their symptoms. The patient noted that their healthcare professional (hcp) did an x-ray to determine why the device was not working and that the hcp stated that the wire had moved out a bit, but not out of the patient¿s skin. It was indicated that it came out a little bit from where it was in. The patient stated that after the wire had come out their hcp contacted a manufacturer representative (rep) and they met the patient in the office. The patient noted that the rep was going to let them know if it didn't work and what the plan was going to be. The patient was advised to follow up with their healthcare professional (hcp). Additional information was received from a rep. The rep reported that they did not recall anything about the wire moving. The rep noted that they assumed that the doctor took an x-ray, but they had not been m ade aware of that. No further complications were reported or were expected.

Manufacturer narrative:
Product event summary #evaluation determined that investigation is needed because it was reported that the wire had come out a little bit. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not needed because the issue identified in this event is a known inherent risk as disclosed in product labeling, and additional investigation is not needed. Supporting event information used to determine the issue was a known event includes that the wire coming out a little bit is indicative of a migration. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-jul-19, (B)(4): information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had to have their device reprogrammed about a month and a half ago because the wire came out a little bit and the therapy was still not working for their symptoms. The patient noted that their healthcare professional (hcp) did an x-ray to determine why the device was not working and that the hcp stated that the wire had moved out a bit, but not out of the patient¿s skin. It was indicated that it came out a little bit from where it was in. The patient stated that after the wire had come out their hcp contacted a manufacturer representative (rep) and they met the patient in the office. The patient noted that the rep was going to let them know if it didn¿t work and what the plan was going to be. The patient was advised to follow up with their healthcare professional (hcp). Additional information was received from a rep. The rep reported that they did not recall anything about the wire moving. The rep noted that they assumed that the doctor took an x-ray, but they had not been made aware of that. No further complications were reported or were expected. On 2017-aug-15 (B)(4): additional information received. Health care professional reported it was unclear when the wire started coming out a little bit, but there was increased frequency over the past year with some migration suggested on pelvic film on (B)(6) 2017. The patient had their settings adjusted to deliver energy to different electrodes. Further urodynamic testing was going to be done. No further information reported.